Manufacturer narrative:
In this case, the exact cause of death is unknown. However, per report, the patient died of a "major heart attach". Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient's death. However, patients undergoing thv procedures often have complex medical histories, multiple co-morbidities in addition to limited cardiac reserve that can impair recovery from the procedure. Additionally, patient information (e.g. Other case files, medical records), was requested but not received to provide a complete clinical assessment to determine if a causal link can be established. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by implant patient registry by a phone call from the patient's husband, approximately 90 days post implant of a 23 mm sapien 3 ultra valve via transfemoral approach in the aortic position, the patient passed away. The caller was angry and stated, 'your valve killed my wife'. He further explained that she had 'coagulating blood' and was scheduled to have surgery to correct it, but had a major heart attack and died.